Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein as prophylaxis prior to bariatric surgery. Patient alleges tilt, vena cava perforation. Patient further alleges to have experienced, "lower back pain that radiates to the legs". The patient additionally notes, "standing is painful because of radiating back pain." Per operative report (implant report), dated (B)(6) 2014, "inferior vena cavogram shows a widely patent inferior vena cava. The maximum diameter is 23 mm. The common iliac veins are noted to be widely patent . There is a middle sacral vein which is noted to be of a large size. Completion spot image shows the inferior vena cava filter in place with minimal tilt." Per final report of CT scan, dated (B)(6) 2017, "positive for caval perforation. Superior extent of ivc filter is at the l2-l3 disc space. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivc. Maximum distance prong perforated is 4 mm. Coronal images show 6-degree tilt left-to-right. Sagittal images show zero-degree tilt. Diameter of ivc directly above filter measures 20 mm x 19 mm."

Event description:
It is alleged the patient received a gunther celect filter on (B)(6) 2014. Patient alleges to have been injured without further explanation.